Event description:
It was reported that the user experienced hypoglycemia associated with maladaptation of meal announcements, where the system announced meals too late resulting in low blood glucose; a healthcare professional recommended a factory reset, and customer care guided the user through the reset with insulin delivery resuming thereafter. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed that a factory reset was completed and the system functioned as expected post-reset. It was concluded that the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.